Event description:
The customer reported the system intermittently locked up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.